Event description:
During the inspection, it was found that the depth gauge was broken.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event was confirmed. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the screw gauge had been in use for a longer time (manufactured in 2005), we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. During investigation no material, design or manufacturing related issues were found. The spring that holds the measuring hook in the corresponding sleeve is broken off. The appearance of the breakage surface indicates a forced fracture due to overload caused by bending stresses, most likely during cleaning supported by remarkable scratches and dents in the slot. In case of intended use such damage would not have occurred. Based on the above observations the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. No non-conformity was identified.

Event description:
During the inspection, it was found that the depth gauge was broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.